Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: no patterns were found. Therefore; no additional actions are deemed required. The trend of a050401 - fluid leak complaints will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Event description:
Healthcare professional reported "a right deflation." Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: deflation: observed, opening on radius side assessed to a fold flaw opening and other opening in the anterior side assessed as to surgical damage like. Additional observations: crease fold observed in the device. Wear abrasion observed in the device.

Event description:
Healthcare professional reported "a right deflation." Device has been explanted.